Event description:
When I used the garmin index bpm blood pressure monitor device, it squeezed my arm very hard. It left my left arm with skin irritations - red lines along where the device was located.